Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/09/2025, an arthrex subsidiary employee reported via email that (qty. (B)(4)) of an ar-3641sp knotless 2.6 fibertak soft anchor and an ar-3633sp 2.6 fibertak sp soft anchor failed to remain in place and became loose. The procedure was completed using replacement anchors of the same product. This was discovered during a rotator cuff procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 06/20/2025.

Event description:
Additional information received: the (qty. 2) of an ar-3641sp knotless 2.6 fibertak soft anchor and an ar-3633sp 2.6 fibertak sp soft anchor were removed from the patient. There was no case delay, and no added anesthesia was administered. No adverse effects were reported on or after the surgery.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to prying/leveraging, misalignment, and/or excessive force used during implant insertion.